Event description:
The company was informed that the patient reportedly bumped heads with another playmate that resulted in a hematoma at the implant site. The hematoma was drained.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the issue was resolved and the patient is doing well. The patient's device remains implanted. This is the final report.